Event description:
The customer reported to olympus, an intermittent b30 scope communications error code was received when using the evis exera iii xenon light source. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image with severe noise while shaking the cable due to a defective scope socket. There was dust inside the unit. The scope socket was found corroded. Scratches were found on the housing. The tank socket was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the lack of image was due to a defective scope socket. However, the specific cause of the defective scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.